Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that data was inaccessible during patient exercise. Technical support was contacted and confirmed it was a firmware issue. The device will be reset at the next patient follow-up. The patient was stable and will continue to be monitored.